Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) it is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design, or labeling.

Event description:
It was reported the procedure was to treat a lesion with heavy calcification in the right common iliac artery. A non-abbott balloon catheter was advanced over a command guide wire successfully to the target lesion. However, the balloon ruptured during inflation at 10 atmospheres. During withdrawal of the balloon catheter, the device got stuck with the guide wire. Multiple attempts to pull the balloon catheter were unsuccessful due to the resistance with the guide wire; therefore, both devices were removed together as one unit. Outside the patients anatomy, the balloon catheter was noted to be separated, but the guide wire remained in one complete piece. The procedure was completed with angioplasty only and the patient was sent to recovery. There was no adverse patient effect and no clinically significant delay in the procedure. However, the next day, the patient had severe pain and numbness in the leg. The patient returned to the cath lab for an additional femoral endarterectomy which revealed two pieces of the balloon catheter had remained in the artery. The procedure was completed and the patient is currently stable and attempts are being made to restore blood flow to the leg. However, the patient is scheduled to have an amputation of the leg. No additional information was provided.